Manufacturer narrative:
(B)(4)

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2015-20630.

Manufacturer narrative:
Manufacturing site email address was inadvertently left blank in initial report. This report consist of missing information.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2015-20630.